Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va02kfx, implanted: (B)(6) 2013, product type: lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3093-28, lot# va0bwyb, implanted: (B)(6) 2013, product type: lead; product ID 3093-28, lot# va02kfx, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a lead revision last month due to ¿not getting the effects he was supposed to get.¿ additional information received reported that the patient was still having concerns with his device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment on (B)(6) 2013.